Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 4:00 pm on (B) (6) 2010. The patient tested his blood glucose on the subject meter and obtained results of "596, 580, and 575 mg/dl," performed greater than 20 minutes apart of each other. Had the readings been obtained within 20 minutes apart of each other, based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20%. The cca documented that the patient manages his diabetes with insulin (self-adjuster). At an unspecified time after obtaining the reported blood glucose results from the subject meter, the patient claimed that he received a phone advice from a health care professional (hcp) to take an additional 15 units of humalog insulin. The patient stated that he took 17 units of humalog and an additional dose of 17 units of humalog. The times when the insulin were administered were not clear. At 6:00 pm, the patient claimed that he became "sweaty, delirious, was unable to think, and then passed out." It is not known what transpired after the patient reportedly passed out. At 8:00 pm, the patient's blood glucose was reportedly tested with an unspecified meter and obtained a result of "41 mg/dl". It is not known what medical treatment, if any, the patient received after passing out. During the troubleshooting session, the cca confirmed with the patient that the reported blood glucose results were obtained from an approved sample site. The cca also determined that since the blood glucose were obtained more than 20 minutes apart, they were not valid comparisons. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is classified as MDR-reportable due to the following conclusions(s): this complaint is being reported because the patient claims he obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.